Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the cgm was reading low and therefore the husband treated her with glucagon injection. However after the treatment they took a blood glucose reading which was 500 mgdl. The patient experienced seizures and hyperglycemia. The patient's husband treated the patient with insulin. At the time of the report the patient was recovered but she was still scared and nervous because of the incident. There was no medical intervention. No other details were documented. The reported glucose values fall within the d zone of the parkes error grid. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and seizures.